Event description:
The medrad stellant syringes for CT contrast exams are intermittently faulty. When loading the contrast, a spike is inserted into the contrast bottle and connected to the empty syringe by twisting/locking in place. With the faulty syringes, once the contrast bottle/spike is twisted onto the empty syringe and contrast loaded, you are able to untwist the spike adapter, resulting in damage to the syringe part that is ultimately needed as it connects to IV tubing for infusion to the patient. This has happened at least 4 times in the last 2 months. Other co-workers have experienced the same issues with this syringe.